Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device reached end of life (eol) sooner than expected based on the longevity estimation from a previous follow-up. Abbott technical support was contacted and confirmed that battery depletion observed on the device was normal. Overestimation was suspected to be the cause of the premature eol. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.